Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to low amplitude and oversensing of the rhythm. It was decided to reprogram the system. This system remains in service. No further adverse patient effects were reported.